Event description:
Lead dislodged. Unable to reposition lead adequately, so physician decided to extract the lead. No adverse events reported. Lead and information sent to biotronik the last week of november 2007.